Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a standard system check, this device exhibited an error code. Technical services was contacted at which time the representative confirmed no additional issues as it appeared the code had self-resolved. Ts reported the nature of the code is benign and historically self resolution in absence of any system integrity anomalies, is the typical outcome. To date, no system changes have been required and the device remains implanted and in service.